Event description:
Clinical study. Same case as 6000093-2006-01521, 6000093-2006-01522. It was reported that 200 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). Lesion 1 was located in the mid left anterior descending artery. The physician successfully placed a taxus express2 2.75x32mm stent in the target lesion. Lesion 2 was located in the 2nd diagonal (2nd dx). The physician treated the lesion with successful placement of two taxus express2 (2.50x24mm and 2.50x12mm) stents in the target lesion. There were no reported complications. The patient was discharged the next day on plavix and aspirin. On 193 days after the initial procedure, the patient presented with recurrent chest pain. Cardiac catherization showed severe stenosis of the lad and coronary artery bypass grafting (CABG) was recommended. The physician then performed CABG surgery 7 days later on the lad. The patient was discharged 7 days later on aspirin.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.